Event description:
Pt's family member called to report pt is being treated for a central corneal ulcer. Pt has been undergoing treatment with an ophthalmologist. Pt is currently being treated with gentamicin and "another" topical antibiotic drop. Their visual acuity is reduced. Additional info is not available at this time but pt has agreed to have the treating physician provide treatment info.